Event description:
It was reported, the light source had no image. The issue occurred, during diagnostic gastroscope. And was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported issue was confirmed to be due to a defective printed circuit board. Based on the results of the investigation, the definitive root cause of the circuit board fault could not be determined. Olympus will continue to monitor field performance for this device.